Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Received one unused drain, attached to its trocar. Upon visual inspection, no visible damages observed on this drain; when we performed functional test on the drain, it functioned properly and did not leak. Received also two parts of a used drain, torn or cut in the middle. Upon visual inspection, no visible damages observed on the parts of the drain. We were unable to find leakage on the received samples. On the cut/torn sample, the reason it is in this condition is unknown. No manufacturing issue was confirmed on the samples we were unable to find leakage on the received samples. On the cut/torn sample, we do not know the reason it is in this condition. No manufacturing issue was found on the received products.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: was the patient moved to operating room to surgically remove the first drain and insert the new drain? => the replacement of the drains was done during the surgery.

Event description:
It was reported that the patient underwent a resection of herniated intervertebral disc on (B)(6) 2018 and a drain was attached to a reservior. The drainage could not be done though trying to start drainage after placing the drain under the skin. The reservoir was not swelled at that time. When replacing the drain to another one without replacing the reservoir, drainage could be properly. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.